Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced re-herniation. After the original procedure, additional potentially related procedures were performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after a procedure where this device was implanted, the patient experienced re-herniation and groin pain. After the original procedure, additional potentially related procedures were performed.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after a procedure where this device was implanted, the patient experienced re-herniation, groin pain, inguinalbulge, gross laxity of pelvic floor, attenuation of internal inguinal ring, left mild laxity of inguinal floor, & cord lipoma. Post-operative patient treatment included additional surgery, hernia repair with mesh, & CT scan.

Manufacturer narrative:
Additional info: a4, b5, b6, b7, d8, e1 (street 1, city, region, postal code), g1, h6 (patient codes, ime e2402: laxity of pelvic floor & inguinal floor), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.